Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2024. Lumbar anesthesia was used to perform the procedure. Post procedure a rectal wall infiltration was noted. The radiation treatment was delayed due to this event. The patient condition was reported as stable.